Event description:
It was reported that an adverse event occurred. The patient¿s spouse stated on (B)(6) 2022, while waiting for replacement sensors, the patient was wearing a sensor but had not received any values on his receiver. The patient became delirious and incoherent followed by a loss of consciousness. The patient¿s spouse called emergency medical services (ems) who treated the patient for hypoglycemia with IV glucose and performed an electrocardiogram. After the patient regained consciousness, he was given glucose and food. The patient declined transportation to the hospital and recovered at home. The patient¿s blood glucose (bg) at the time of the event was not provided. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.